Event description:
Fracture on 4136, lead impedance was greater than 3000 and would not capture. Dr ibrahim implanted new ra and rv leads on the left side because the right was occluded (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).